Manufacturer narrative:
Visual inspection of the returned product showed that a haptic had been torn off and was missing. There was evidence of both a reddish and a clear surgical residue. Conclusion: based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
It was reported that the surgeon inserted an aa4203tf silicone plate toric lens and the trailing haptic was torn off during insertion. The incision was enlarged to remove the lens and sutured. The pt experienced a wound leak.